Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The ureteral stent was returned without the original packaging. An evaluation was completed by biomerics on 30mar2022. No kinks or additional visual defects were noted on the stent. The correct number of portholes were present and no damage was noted. The tip inner diameter was measured with a pin gage and found to be 0.043" and the outer diameter was measured with a laser micrometer and found to be 0.080". The overall length was measured to be 258.00mm. All measurements were within specifications. A 0.038" guidewire passed through the sample with no resistance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. The actual/suspected device was inspected

Event description:
It was reported that the ureteral stent was kinked in the body of the patient during operation and was unable to be delivered to the pelvis. No medical intervention was reported. Per follow up information received on 30nov2021, the doctor tried more than five times to set the stent into the patient¿s pelvis but failed. And then used another stent and completed the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was kinked in the body of the patient during operation and was unable to be delivered to the pelvis. No medical intervention was reported. Per follow up information received on 30nov2021, the doctor tried more than five times to set the stent into the patient¿s pelvis but failed. And then used another stent and completed the operation.